Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/11/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ovariectomy on (B)(6) 2020 and the suture was used. It was reported that during surgery the problem of suture needle pulling off occurred while knotting after sewing was finishing. A replacement device was used to complete the surgery. There were no adverse patient consequences reported.